Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls (qcs) were within acceptable ranges when the sample was processed. After obtaining the first two elevated potassium results on this instrument, the customer changed pump tubing and adjusted the pump rate. A siemens customer service engineer (cse) was dispatched to the customer's site and determined that the instrument was performing within specifications prior to the cse arrival. As per siemens recommendations, the customer bleached the port and integrated multisensor technology (imt) tower, replaced the imt sensor, conditioned the imt, and ran dilcheck and qcs, which recovered acceptably. Then, the customer ran a precision study using 5 patient samples and the results recovered with acceptable precision. The same samples were run on two alternate instruments and the results were comparable to the results from the precision study. Siemens further investigated the issue and determined that pre-analytical variables and/or sample integrity issues potentially contributed to the different potassium results obtained on the patient sample. The customer reported that they did not obtain discordant results on other patient samples, indicating that the instrument and reagents were performing acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a critical potassium result was obtained on a patient sample on a dimension exl with lm instrument. The sample was repeated on the same instrument and a higher result was obtained on the sample. The sample was repeated twice on an alternate dimension exl with lm instrument and the results were comparable to the initial result. The sample was repeated on the initial instrument, and this time, a discordant, falsely depressed potassium result was obtained on the patient sample. None of these results were reported to the physician(s). The sample was sent to an alternate laboratory and processed on a non-siemens' instrument. The potassium result of 5.3 mmol/l was obtained on the non-siemens' instrument and was reported, as the correct result, to the physician(s). The patient was also redrawn, and the new sample was processed on both instruments. The results obtained on the new sample were higher than the discordant result. There are no known reports of patient intervention or adverse health consequences due to the different potassium results obtained on samples from this patient.